Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigaiton will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock values and most recently the values were high and out of range. A technical review was needed to determine if lead integrity testing should take place. The lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock values and most recently the values were high and out of range. A technical review was needed to determine if lead integrity testing should take place. Technical services (ts) reviewed the case further and noted there was two high voltage synchronized shocks delivered in october 2022 with the values high and out of range. Ts discussed risks associated with high voltage shock impedance measurements outside the expected range. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock values and most recently the values were high and out of range. A technical review was needed to determine if lead integrity testing should take place. The lead remains implanted. No adverse patient effects were reported.